Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room (ER) after receiving a shock. The device was interrogated and was found to have declared end of life (eol). The patient was subsequently seen again in the ER after becoming unresponsive. The local boston scientific field representative (fr) reviewed device electrogram's (egm) and noted episode that appeared to be ventricular tachycardia (vt). Boston scientific technical services reviewed the episode and was unable to determine the source of the event as there appeared to possibly be far-field oversensing. It was also reported that the right atrial (ra) lead was displaying high, out of range pacing impedance measurements. It was suspected that the ra lead was fractured. Subsequent information from the fr indicated that the source of the patient's unresponsiveness was found to be due to a patient condition and was not device related. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.